Event description:
It was reported that during a left lower lobe wedge resection procedure, the surgeon said that upon trying to fire the stapler on the left lower lobe, it would not function. It was not a thick bite of tissue. They checked the battery to ensure it was completely inserted properly. He did a manual override, which the surgeon explained it would not work. It does not sound like the device had fired at all. It opened off the tissue without issue. They opened a second powered echelon, same lot#, but the device would not function. He also did an override and it did not do anything again. The case was completed with an ets45. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First firing ¿ would not function. What color cartridges were being used? Green. On the second device, was the device stuck closed when the manual override would not work? No. Was there any difficulty removing the device from the tissue? No. Was there any damage to the tissue? No tissue damage. Per the sales rep :inservice will be conducted.